Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient burped and twitched and was then seen at the hospital. The physician stated that the diaphragmatic stimulation the patient experienced was being caused by the left ventricular lead. The lead was reprogrammed which helped resolve the symptoms. The lead remains in use. No further patient complications have been reported as a result of this event.